Event description:
Boston scientific received information that this implantable lead displayed pacing impedances greater than 2500 ohms with no myocardial capture. A chest x-ray was performed which revealed that the lead had fractured. The patient was seen for a revision procedure during which the lead was capped and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.